Event description:
Pump issue was reported as a cartridge change error. There was no adverse impact to the customer's blood glucose level. The customer, guided by technical support, removed the cartridge from the pump and inspected the o-ring, which was found out of place. The customer replaced the cartridge, cleaned the pneumatic tap area, and successfully completed the load process on the pump, allowing them to resume insulin delivery.